Manufacturer narrative:
Additional manufacturer narrative - regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device was not returned to manufacturer. Without receipt of the explanted device, the reported clinical observation cannot be confirmed. Edwards will continue to monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. In this case it was reported via the implant patient registry that an edwards aortic bioprosthetic valve was explanted at implant because of a paravalvular leak due to the valve not being seated. Patient also had the mitral valve replaced due to endocarditis during same surgery without issues; replacement valve was also a bioprosthetic valve. The leak was not observed until the patient had been removed from cpb. Patient is noted to have tolerated the procedure well.